Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level had been elevated from 300-400 mg/dl on multiple occasions and correction with his infusion device was not successful even after changing the device's accessories. His doctor advised him to change his infusion device. The patient thinks his infusion device does not deliver an accurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).